Event description:
Reporter was calling on behalf of his wife to report a product issue with the philips simplygo portable concentrator. Reporter stated they originally bought the device for (B)(6) and about a year into use, his wife would receive error codes and was unable to use it. Reporter stated they sent it back to the vendor, (B)(6), for repair and it's been there since august 2024. Reporter stated he's been told that the model has been discontinued by philips, however the vendor is saying they are waiting on parts and it's still under repair. Reporter stated he's asked philips for a replacement device or a coupon towards a new device, but they assure him that his device is being repaired. Reporter stated he doesn't want to have to buy a new concentrator, but his wife needs the device.